Event description:
Patient reported " suspicion of silicone encapsulation, inflammation and silicone inclusions on lymph nodes" and "damaged implant" later patient reported "pain, pulling sensation in the breast". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: material rupture and migration.

Event description:
Patient reported " suspicion of silicone encapsulation, inflammation and silicone inclusions on lymph nodes" and "damaged implant" later patient reported "pain, pulling sensation in the breast". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.